Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trocar balloon on the vasoview hemopro 2 burst. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured. Each btt undergoes through a full inflation and deflation inspection prior to distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).